Manufacturer narrative:
D10 concomitant products: gl-123, gl-123 polysorb 2-0 vio 75cm v20 x36, (lot# a4g2035y); gl-123, gl-123 polysorb 2-0 vio 75cm v20 x36, (lot# a4g2035y); gl-123, gl-123 polysorb 2-0 vio 75cm v20 x36, (lot# a4g2035y); gl-123, gl-123 polysorb 2-0 vio 75cm v20 x36, (lot# a4g2035y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, a total of five sutures had needle detachment issue, three of those were found to be detached while still in the retainer or holder and for the other two, the needle detachment occurred after it was already removed from the retainer. A new suture from a different batch was used to resolve the issue. There was no patient involvement.